Event description:
It was reported that the psi reading was 5.7. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. D5. Other operator of device: operator of device is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for investigation with no physical damage or adulterations. The device was functionally tested and was able to duplicate the reported issue. The air pressure measured 5.7 psi which is out of tolerance. The complaint is confirmed. The air regulator improperly set. Readjusted the regulator so the air pressure reading is 5.6 psi. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.